Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure and the procedure got delayed. The procedure was completed by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. A review of the system logfiles found that the geoipc communication had failed. Upon troubleshooting actions, fse identified that the cmos battery on the main board had low power. The cmos battery in the geoipc is responsible for supplying power to the cmos memory which stores the time and date and allows the pc to store it's bios settings. Fse replaced the cmos battery and set the system time and date on bios. After replacement, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.